Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the unspecified medication was free flowing "like it doesn't have a stopping mechanism in place." Although several attempts made there is no other event details provided at this time.

Manufacturer narrative:
The customer¿s report of a free flowing infusion was not confirmed. Physical inspection noted the device to be fair condition with the instrument seal intact. The only observed anomalies were slightly dull iui connectors. Analysis of the pcu event log shows that at 9:35 am on (B)(6) 2016 the device was programmed to infuse oxytocin induction 20unit in 1000ml at a rate of 12ml/hr. The infusion continued until 9:36 am when the device was paused and subsequently channeled off. There were no alarms prior to the device being paused. The volume recorded as being infused during this period was 0.142ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the device to be delivering fluid within specification. There were no leaks or anomalies observed with the primary set. The root cause of the customer¿s report of a free flowing infusion was not identified.

Manufacturer narrative:
Additional information provided by the customer.

Event description:
The customer reported oxytocin 1000ml was initiated as a primary and programmed to infuse at 12ml/hr. The device was started and the user noticed the IV rapidly flowing and quickly clamped the tubing. A new device and tubing was changed. There was no report of patient harm.